Event description:
It was reported that the box is labeled 37f but in the box the physical unit is 35f. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Two samples were received for evaluation; one sample was received in used condition without original package and one sample was received within the shelf carton in unused conditions. Visual inspection: samples were visually inspected under normal conditions of illumination. Results: boxes labeled with 37f size but physical unit is 35f; complaint was confirmed. The root cause of the reported issue could be caused by method not followed. Actions were taken to mitigate the reported issue: customer complaint notification was performed to production personnel as awareness to failure mode reported.